Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring prior to the incident. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided the customer with instructions to reset the malfunction code upon returning home with charging supplies and plans to follow up to ensure the issue is resolved.